Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50 mg/dl). The cause for the reported low bg was unknown. Customer addressed low bg levels with food. At the time of the report, customer's bg level was 90 mg/dl. Recommendation was made to discuss diabetes management with customer's health care professional.